Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. The customer is calling because she's getting high results in the 300 and 400mg/dl, which is higher than she ever received in the morning for fasting. Customer states she is feeling well and that medical attention is not needed. Customer's expected result is expected 140-160mg/dl. The strips expire 07/16/2017 and that the strips were opened less than a month ago. Customer states the strips are stored correctly. Customer ran back to back blood test, 302mg/dl and 308mg/dl-not fasting. Reviewed the results in the memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of about high blood results. The customer is calling because she's getting high results in the 300 and 400 mg/dl, which is higher than she ever received in the morning for fasting. Customer states she is feeling well and that medical attention is not needed. Customer's expected result is expected 140-160 mg/dl. The strips expire 07/16/2017 and that the strips were opened less than a month ago. Customer states the strips are stored correctly. Customer ran back to back blood test, 302mg/dl and 308mg/dl - not fasting. Reviewed the results in the memory: memory 1: 324 mg/dl, (B)(6) 2015, 07:51:00 am; memory 2: 324 mg/dl, (B)(6) 2015, 07:56:00 pm; memory 3: 239 mg/dl, (B)(6) 2015, 08:57:00 am; memory 4: 300 mg/dl, (B)(6) 2015, 06:23:00 am; memory 5: 227 mg/dl, (B)(6) 2015, 07:29:00 am. No adverse event reported.